Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was using cutter included in the foot/fibula set and the cutter blade broke off the instrument and hit rep in the head.

Manufacturer narrative:
The reported event of the broken cutter blade and springs could be confirmed. Based on the currently available information, the root cause can be attributed to a mechanical stress which has been observed. The appearance of the broken cutting blade clearly indicates that this instrument has been extensively used over the years. One side of the cutting pliers as well as both springs are completely broken off. The visual inspection showed clearly that one cutting blade is completely broken off and the other is also damaged. Unfortunately we have not been given sufficient information (what had been cut and how often this instrument had been used in the past) in order to determine the exact cause which has led to this cutter breakage / damage. Also both springs are broken off (weakest point of the spring at the screw hole). Discolorations / corrosion are evident which indicated that the springs may have been cracked previously which finally led to these breakages. Note that the fracture surfaces of both springs shows clear indications of an inter crystalline forced rapture mode due to stress crack corrosion which finally led to the breakage caused by overload. Please note that as we had several complaints of such nature (spring breakages), it was decided to initiated a corrective action CAPA 1506 (B)(6) 2011) in order to eliminate such problems in the future. It was found that the test jig had to be enhanced in order to accommodate the springs accordingly. Also the stuff members had been retrained. A review of the device history for these particular spare parts (springs) was not possible because the neither article nor lot number was known. A review of the labeling did not indicate any abnormalities as well. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Additional information: the instructions for (B)(4) cleaning and sterilization guide was reviewed: ¿before preparing for sterilization, all medical devices should be inspected. Generally un-magnified visual inspection under good light conditions is sufficient. All parts of the devices should be checked for visible soil and/ or corrosion. Particular attention should be paid to: soil ¿traps¿ such as mating surfaces, hinges, shafts of flexible reamers. Recessed features (holes, cannulations). Features where soil may be pressed into contact with the device, e.g. Drill flutes adjacent to the cutting tip, sides of teeth on broaches and rasps. Cutting edges should be checked for sharpness and damage. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Functional checks should be performed where possible: mating devices should be checked for proper assembly. Medical devices with moving parts should be operated to check correct operation (medical grade lubricating oil suitable for steam sterilization can be applied as required). Rotating instruments (e.g. Multiple use drill bits, reamers) should be checked for straightness (this can be achieved by simply rolling the instrument on a flat surface).¿ note: ¿stryker osteosynthesis typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. See appendix 3 in the (B)(4) cleaning and sterilization guide for further details.¿ [original statement]

Event description:
Surgeon was using cutter included in the foot/fibula set and the cutter blade broke off the instrument and hit rep in the head. On (B)(6) 2014, rep reported that "product actually broke while dr. Was using (fellow). No resolution needed. Item cut through as it broke, so it was not needed any longer."